Event description:
Report received of tubing "rupturing" while in use with an acclaim encore pump with no pump alarm. The patient was receiving d5 1/2 ns with 10meq kcl at 50ml/hour on the primary line. According to the customer contact, when the nurse went to check the patient, she noted that the tubing had "ruptured" distally to the acclaim encore pump. The customer contact reported that the area of rupture was between the two distal clave access ports, closer to the proximal clave port. The tubing had been in use less than 23 hours. There was no bleedback or blood loss from the patient. The IV site remained patent. There was no delay in therapy and no reported adverse pt event. There was no further information available.